Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the unit's output was low to manufacturer's specifications. The unit was returned to the manufacturing site for investigation. The unit was tested and the output was found to be high to manufacturing specifications. The reported fault was due to a damaged rotary valve. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the patient woke up during a case. There was no reported patient injury.